Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving sufentanil (245.0 mcg/ml at 179.82 mcg/day), bupivacaine (15.4 mg/ml at 8.027 mg/day), clonidine (766.0 mcg/ml at 399.26 mcg/day), and compounded baclofen (1627.0 mcg/ml at 848.0 mcg/day) via an implantable pump for non-malignant pain. It was reported the patient experienced a clinical diagnosis of thoracic arachnoid cyst with thoracic syringomyelia. The event date was noted as (B)(6) 2016. The event required in-patient hospitalization and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or function. The event was possibly related to the device/therapy, and possibly related to the implant procedure. The patient outcome was not provided. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer who reported that they had a growth removed from t4-t5 and due to the surgery was paralyzed on the right side. Per the patient she did not think the pump was related but thought the physician was trying to prove that it was the pump catheter tip and started digging around. The patient thought that is what caused the issue. The physician stopped the pump medication and filled the pump with saline. The patient stated that feeling never came back. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8731 lot# b005800n04 serial# implanted: (B)(6) 2004 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient had spinal neurosurgery by another surgeon on (B)(6) 2016 for an intraspinal thoracic "tumor". The doctor was called intraoperatively for information regarding 2 catheters in the thoracic spine. At the time of replacement of the c2 catheter on (B)(6) 2004, the catheter was removed. The first attempt to replace with the catheter was unsuccessful due to arachnoid adhesions, resulting in the radiopaque tip becoming dislodged from the catheter and remaining in the ventral spinal canal. The second attempt to insert the new catheter was successful. Because of the possibility that the catheter infusion at t5-6 could be contributing to the formation of the arachnoid cyst, the doctor recommended that the neurosurgeon cut the catheter at t7 and remove the distal tip. The outcome was resolved without sequelae on 2 (B)(6) 2016. The etiology of the event was noted as possibly related to the device or therapy and possible related to the implant procedure.